Event description:
The doctor reported that, he was getting a warning 06 on the probes, but had a back-up to complete the procedure. There was an hour and 15-minute delay to the procedure.

Manufacturer narrative:
The probes were connected to the spine test generator for functional testing and verified the warning 06 message.